Manufacturer narrative:
Additional information: b5, h10, b7, h3, h6, d9.

Event description:
On (B)(6) 2024, it was reported this patient on hemodialysis experienced blood loss and subsequent loss of consciousness during treatment involving the fresenius 2008 t machine (serial number (B)(6)). Per the facility administrator, this patient has preexisting medical history of systolic and diastolic heart failure, previous myocardial infarction (unrelated to dialysis), syncope (unrelated to dialysis) and cardiac disease. It was stated that on (B)(6) 2024, the patient was receiving hemodialysis with the fresenius 2008 t machine and fresenius hemodialysis blood lines (lot # unavailable). At an unspecified time during the treatment, a dialysis technician observed air bubbles and blood leaking from the fresenius blood lines and the 2008 t machine alarmed with an ¿air in lines¿ message. The patient was not rinsed back their blood in the hemodialysis circuit which was estimated to be a blood loss of 300 ml. The patient was subsequently restarted on hemodialysis with a new machine and approximately 35 minutes into the treatment the patient lost consciousness and had a weak/thready pulse (vital sign details not available). The facility administrator reported that the patient was given oxygen (details not provided) and approximately 800 cc of normal saline. Furthermore, cardiopulmonary resuscitation (CPR) was provided as the patient subsequently was pulseless. It was stated that an automatic external defibrillator (AED) was applied to the patient but that the AED advised no shock. In the meantime, emergency medical services (ems) were notified, and the patient was transported to the hospital; admitted into the intensive care unit (ICU). Per the patient¿s history and physical, it was recorded that the patient was brought to the emergency department (ed) after pulseless electrical activity (pea) arrest at dialysis following CPR for about 10-15 minutes. The patient arrived at the ed intubated (by ems) and received another 5-10 minutes of CPR. The patient was administered bicarbonate, calcium and epinephrine and patient had return of spontaneous circulation (rosc). On electrocardiogram (EKG) patient was pea initially and then wide complex rhythm with right bundle branch block (rbbb). Per chest x-ray, cardiomegaly, diffuse interstitial edema and left lower lobe infiltrate were present. Initial signs recorded include blood pressure 105/50, pulse 78-80, respirations 18, spo2 96%, temp. 97.6. Diagnoses for admission included pea cardiac arrest, acute hypoxic respiratory failure requiring intubation (and mechanical ventilation), shock, lactic acidosis. Type 2 myocardial infarction secondary to septic shock vs. Non-st elevation myocardial infarction (n-stemi). In medical records received on (B)(6) 2024, the patient¿s cardiac CT scan on (B)(6) 2024 revealed moderate located pleural effusion in left lung and small pleural effusion in right lung and acute rib fractures from CPR. The patient¿s hospital course was complicated by the left-sided pleural effusion which required thoracentesis. Additionally, the facility administrator confirmed that the patient temporarily required mechanical ventilation (details not provided) and received hemodialysis in the hospital. The patient was discharged on (B)(6) 2024 to rehabilitation and was reportedly recovering from the event. It was reported that the fresenius blood lines have been discarded (unavailable for actual analysis by manufacturer). The facility administrator indicated that the machine was pulled from service. The machine reportedly passed post event functional testing. However, on inspection of the blood pump segment of the machine, a biomedical technician observed an area on the blood pump clamp that could have caused a cut in the fresenius blood lines. The machine remains out of service pending replacement of the blood pump part.

Manufacturer narrative:
A temporal relationship exists between the hd therapy with the fresenius 2008 t machine/ fresenius hemodialysis blood lines and the patient¿s estimated blood loss of 300ml with subsequent loss of consciousness/pulse requiring hospital admission into the ICU. The patient is reportedly recovering from the event. Currently, there is an allegation that an area on the blood pump clamp (on the 2008 t machine) may have caused a cut in the fresenius bloodlines resulting in blood leaking and air bubbles in the hemodialysis lines. The fresenius blood lines in use have been discarded and the 2008 t machine is currently out of service pending replacement blood pump segment. Therefore, at the time this clinical investigation was completed, manufacturer analysis of actual products is pending. However, based on the reported information, the fresenius 2008 t machine cannot be excluded from involvement in the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2024, it was reported this patient on hemodialysis experienced blood loss and subsequent loss of consciousness during treatment involving the fresenius 2008t machine. Per the facility administrator, this patient has preexisting medical history of both systolic and diastolic heart failure, previous myocardial infarction (not related to dialysis), syncope (not related to dialysis) and cardiac disease. It was stated that on (B)(6) 2024, the patient was receiving hemodialysis with the fresenius 2008t machine and fresenius hemodialysis blood lines (lot # unavailable). At an unspecified time during the treatment, a dialysis technician observed air bubbles and blood leaking from the fresenius blood lines and the 2008t machine alarmed with ¿air in lines¿ message. The patient was not rinsed back their blood in the hemodialysis circuit which was estimated to be a blood loss of 300 ml. The patient was subsequently restarted on hemodialysis with a new machine and it was reported that approximately 35 minutes into the treatment the patient lost consciousness and had a weak/thready pulse (vital sign details not available). The facility administrator reported that the patient was given oxygen (details not provided) and approximately 800 cc of normal saline. Furthermore, cardiopulmonary resuscitation (CPR) was provided (in the dialysis clinic) as the patient subsequently was pulseless. It was stated that an automatic external defibrillator (AED) was applied to the patient but that the AED advised no shock. In the meantime, emergency medical services (ems) were notified, and the patient was transported to the hospital. The patient arrived at the emergency department (ed) intubated (by ems) and received another 5-10 minutes of CPR. The patient was administered bicarbonate, calcium and epinephrine and patient had return of spontaneous circulation (rosc). On electrocardiogram (EKG) patient was pea initially and then wide complex rhythm with right bundle branch block (rbbb). Per chest x-ray, cardiomegaly, diffuse interstitial edema and left lower lobe infiltrate were present. Initial signs recorded include blood pressure 105/50, pulse 78-80, respirations 18, spo2 96%, temp. 97.6. Diagnoses for admission included pea cardiac arrest, acute hypoxic respiratory failure requiring intubation ( and mechanical ventilation), shock, lactic acidosis. Type 2 myocardial infarction secondary to septic shock vs. Non-st elevation myocardial infarction (n-stemi). The facility administrator confirmed that the patient temporarily required mechanical ventilation (details not provided). The patient is receiving hemodialysis while in the hospital and recovering from the event. The facility administrator stated the patient has since not required mechanical ventilation and is pending hospital discharge to rehabilitation. It was reported that the fresenius blood lines in use have been discarded (not available for actual analysis by manufacturer). The facility administrator indicated that the fresenius 2008 t machine was pulled from service. The machine reportedly passed post event functional testing. However, upon inspection of the blood pump segment of the machine, a biomedical technician observed an area on a the blood pump clamp that could have caused a cut in the fresenius blood lines. The machine remains out of service pending replacement blood pump part.